Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing inhibition with no asystole. This ra lead was dislodged and explanted. A new lead was replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.